Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had spoke to someone about the insulin pump not alarming the volume was adjusted but it was still not alarming. The customer's blood glucose level was unknown at the time of the incident. The customer stated they did hear beeps when audio volume settings were saved. The customer stated they did hear the differences between the two audio beep volumes (1 & 5). The customer stated there is no audio when her pump is alarming. The customer was advised to revert to backup plan per the healthcare professionals instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.